Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of reports error code 242.4030 on their 8100. Technical support - mechanism assembly: - customer can not duplicate error code. - however they observed error code in logs. - recommended replacing mechanism assembly or send in for repair. - customer then asked if they can put the unit back on the floor since they can not duplicate. - informed customer they can do whatever they would like, but I recommended performing preventative maintenance before doing so. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - recommended replacing mechanism assembly or send in for repair. The customer reported problem was confirmed.

Event description:
The customer reported error code 242.4030.